Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model barpkgivc-1633, serial number/date code is unknown. The owner's manual part number 1123842 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleges the bed is buckling and the casters are bent. No injury alleged.